Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "staff are pulling sensors off cable without holding the actual connection piece on both the cable and sensor, the tension is then creating this breakdown on the cable". Additional information received "clinicians readings were intermittent and/or dropping out- no error messages were reported". No known impact or consequence to patient.